Manufacturer narrative:
(B)(6) 2018. The customer trouble shoot the issue and charge the battery over night. Reportedly, charging the battery addressed the event. No parts were returned for evaluation; therefore, a root cause could not be established.

Event description:
The customer reported that the ventilator alarmed with "check battery" alarms non stop. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.